Manufacturer narrative:
Clarification d.1, d.2a, d.2b, d.4 : no information provided as to device type only that it was textured. Default to saline device at this time. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: suspected bia-alcl.

Event description:
Patient's relative reported "I recently found out my aunt had textured allergan implants and developed bia-alcl". This record is for the left side. Device status unknown.